Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during preparation, the stent was noted to be kinked and would not deploy from the naviflex delivery system. The procedure was completed with another advanix¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A visual evaluation found that the stent was kinked along the drainage holes at the proximal end. No other anomalies were identified.   Based on the event description, the issue was identified during preparation and outside the patient. Most likely the stent was kinked while loading the stent during preparation. During manufacturing, the devices are 100% inspected for device functionality and integrity. Therefore, ¿handling damage¿ is selected for the most probable cause for the complaint.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during preparation, the stent was noted to be kinked and would not deploy from the naviflex delivery system. The procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".